Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to improper procedure or method and user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was noticed that a jrny ii bcs xlpe art isrt sz 3-4 left 9mm implant was mistakenly implanted during a right tka surgery on (B)(6) 2021. A revision surgery was performed two hours later to replace the insert and correct this never event. This was an intra-operative error. The ¿side¿ of the tibial insert implant was incorrectly read and checked in theatre through clinical error. The issue is not attributed to packaging or labeling problems. Other than having to receive an immediate revision, the patient has suffered no further problems.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, patient had a right tka implantation and revision 15-jun-2021. It is noted a jrny ii bcs xlpe left insert was implanted. The patient had a revision two hours post implantation to replace the insert. The implantation of the left insert during the right tka is noted as ¿an intra-operative error.¿ beyond the revision it is noted the patient has no further problems. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the correct selection of the implant has been identified in warnings and precautions. The appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include intra operative error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021 a left jrny ii bcs xlpe art isrt sz 3-4 lt 9mm was implanted on the patient right knee and two hours later the doctor made a revision surgery to correct this issue. The patient outcome is unknown.